Manufacturer narrative:
Per the fsr, the perfusion staff had not experienced the display issue before. The fsr could not duplicate the issue once the display came back on after being tapped. The perfusionist declined replacement of the pump or repairing of the display.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump display failed to illuminate. The fsr tapped the display, and the issue resolved. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9. The service repair technician (srt) replaced the roller pump display. The unit operated to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.